Event description:
A hospital in the us has reported that the rt235 airway adapter (rt029) is "popping apart" at the swivel seam causing a leak. Fault description: fisher & paykel healthcare has received a total of eight complaints in relation to circuit connector leaks over the last two years. Primarily these leaks occur during the initial setup of the circuit as the ventilator keeps alarming due to a circuit leak failure. Customers have identified that the y connector and swivels as the areas in which the leaks were occurring.

Manufacturer narrative:
Results & conclusion: please see attached report "leaking connectors" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place at the time this complaint was received. We continue to monitor our complaint handling processes for effectivity. Investigation summary: in some cases when the returned devices were evaluated by our engineers, the report fault could not be replicated. In these cases it is likely that the user did not assembly the circuit correctly, ensuring an adequate seal. In addition, the user often reported that a hole had been observed in the part. Investigations showed that this reported defect is actually an injection pin mark and is not a defect. It does not leak when tested. This hole does not affect the performance of the device in any way, as proven by pressure testing of the product prior to release for distribution. Of the returned complaints, (individual units) were confirmed to be leaking from the connectors when pressure tested in the lab. However, the amount of leakage was within the specified tolerances. Of the returned samples were confirmed to have failed the leak test. The failed units were swivel connectors that appeared to have been deformed-most likely caused by excessive force or incorrect assembly during initial set up ny the user. See scanned pages.